Event description:
Customer reported a bath switch did not function. A patient pulled the switch and nothing happened. No adverse outcome reported. Service representative duplicated reported condition.